Event description:
It was reported that on (B)(6) 2026, the patient experienced elevated blood glucose levels after approximately 36-48 hours of pod wear on the abdomen. Blood glucose levels were reported to have increased to approximately 700 mg/dl. The patient reported that the pod initially appeared to remain in place; however, the adhesive loosened on the central area of the pod, failing to keep the device securely in place, which subsequently caused the cannula to partially dislodge from the infusion site. Upon removal, the cannula was found bent. The patient developed symptoms including muscle cramps, prompting him to seek medical attention. The patient presented to the emergency room and was treated with intravenous insulin. The patient remained in the emergency room for approximately 24 hours and returned home in the early hours of (B)(6) 2026.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.